Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The reporter noted that the battery cap would not secure properly to the battery compartment. It was noted by the reporter that the threads the within the battery compartment were damaged. The reporter stated that the battery cap was original to the pump from december 2010. The user guide instructs the user to change the battery cap every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the intermittent power issue could not be duplicated with investigation. No damage to the battery cap was observed which was able to properly secure to the pump without a power issue. Unrelated to the complaint, evaluation revealed a battery compartment crack. No moisture was observed within the pump. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.